Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the delivery shaft was fractured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the delivery shaft was fractured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable. It was further reported that the target lesion had 70% stenosis. The shaft broke at about 30cm from the hub and was simply pulled out to remove from the patient.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.50 x 32mm stent delivery system was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. A visual and tactile revealed no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic analysis was performed with the stent and found that there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the delivery shaft was fractured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable. It was further reported that the target lesion had 70% stenosis. The shaft broke at about 30cm from the hub and was simply pulled out to remove from the patient.